Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a fault/error code, during a routine follow-up. Boston scientific's technical services was contacted for recommendations at which time data was reviewed confirming the error as a self correcting benign anomaly; no intervention required. The device remains implanted and in service with no adverse patient effects.